Event description:
The customer reported that the device "reads then stops." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have recessed tb20 connector pins. This caused the sensor to lose connection to the device with light upon physical manipulation at the connector which resulted in the device to display a "no sensor" error message and an alarm.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device "reads then stops." There was no patient impact or consequence reported.